Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that damage to the front case was found while servicing the device. The device was not in use on a patient.

Manufacturer narrative:
This is a correction to the initial report, which should have been marked "thirty-day/initial report" instead of "five-day report."